Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. The pressure reached on the initial inflation is unknown. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous left circumflex. The procedure ws completed with another manufacturer's stent. A terumo introducer sheath, a britetip guide catheter, a bmw guide wire, a tsunami stent, and an everest inflation device were also used in the procedure